Manufacturer narrative:
Additional information was added to h3 and h6. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the female connector separated from the main body. The reported condition was verified. The cause of the reported condition was determined to be inadequate solvent application to the set during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set separated between the dark blue part (female connector) and the light blue part (main body). This occurred after treatment of peritoneal dialysis therapy; when the patient was removing the patient line from the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.